Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the color bands were missing and there was vibration. It was determined that this condition is due to bearings that are worn out and no longer in axial alignment. The assignable root cause was determined to be due to component damage caused from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during pre-surgery testing it was observed that the short attachment device would not attach to the handpiece device. The reporter stated that the knurled knob doesn't "click" to secure the attachment. During in-house engineering evaluation it was found that the color bands were missing and there was vibration. It was reported that there was no delay to a scheduled procedure as an unspecified spare device was available for use. It was reported that there was no patient involvement. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.